Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2011. According to the complainant, the device was advanced down the olympus scope and positioned within the patient's esophagus. During the first attempt to obtain a biopsy specimen, only one of the jaws opened, the other remained in the closed position. The jaws were closed and the device was removed from the patient. Upon examination, the pull wire connected to that jaw was found to be bent, but not separated. The procedure was completed with another radial jaw 4 biopsy forceps device. Reportedly, the device was tested prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient ID is not available. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).